Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2025-00085-00 under a different suspect device. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available. Section e1 - phone complete entry = (B)(6). An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated architect stat high sensitive troponin-I results on the architect i1000sr processing module, serial number (B)(6). During an extensive investigation, the fsr performed troubleshooting procedures, including part replacement, but was unable to determine a single definitive part for the likely cause of the issue. The architect i1000sr processing module, serial number (B)(6), was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two patients. The following data was provided: sample ID (B)(6) initial result was 179.6 pg/ml, which was questioned by the physician, repeat result was <1.9 pg/ml. Sample ID (B)(6) initial result was 52.2, repeat result was <1.9 pg/ml. There was no impact to patient management reported.